Event description:
On december 20, 2006, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was reading inaccurately high. The medical affairs specialists (mas) listened to the call between the patient and customer care advocate (cca) to obtain/verify information. The mas also mailed a letter to the patient on december 22, 2006, since he could not be reached by telephone on two separate days. The patient obtained results in the "500's" mg/dl. An actual result of "587 mg/dl" was retrieved from the meter's memory from that date. Although the patient was getting high readings on the reported meter, he felt low and was "in bad shape." Within 30 minutes of obtaining the result of "587 mg/dl," the patient was tested in a doctor office using an unspecified device. The doctor obtained a result of "42 mg/dl." It would have been helpful to know the following information: actions the patient took after having obtained the results in the "500's" mg/dl, if the patient was obtaining high results prior to the incident described above and for how long was the patient obtaining these results, his medication regimen is, and his compliance with his regimen before and during the time of concern. In addition, it would have been helpful to know what treatment the patient received in the doctor's office, what his symptoms were, and when the symptoms started. The cca discovered that the patient was using expired test strips. The patient did not know how long he had been using the reported test strips. He was using a correct technique for testing with the reported meter and was obtaining blood samples from his forearm(s). The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient had obtained readings in the "500's" mg/dl, while feeling as though his blood glucose level was low. The patient got an actual result of "587 mg/dl" on the reported meter while feeling low. The patient got another result of "42 mg/dl" on another meter within 30 minutes later which correlated with his symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass injection, lifescan will inform FDA of the results in a supplemental report.